Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd; however, a lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that a physician, who was in training on starclose use, attempted arteriotomy closure with a starclose se vascular closure system after an intervention procedure. The attempt resulted in a stuck device: after the clip fired, the device could not be removed. The physician did troubleshooting steps: he pushed the safety release button, pushed the vessel locator button several times in and out. He tried to retract the thumb advancer, but it did not work. An attempt to remove the device with further force didn't work. The device was manipulated and was removed out of the tissue (wings were closed). Closure was achieved with compression. There was no pt injury. No add'l info is available.